Manufacturer narrative:
The device was evaluated by ventec where the reported issues of a black lcd touchscreen and power related (inop) event was confirmed. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the control board.

Event description:
It was reported that the device needed service. When ventec powered the device on in order to perform the device evaluation, ventec observed that its lcd touchscreen remained black. Ventec then downloaded and reviewed the device's electronic records and observed data which indicated that the device had experienced a power related event. In this state, the device would have been inoperative. There was no patient involvement associated with the reported event.